Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and verified the reported problem. Unit has been returned to the company's national repair center for repair.